Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00185. It was reported that balloon rupture occurred.the 80% stenosed target lesion was located in the very tight and calcified right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced to for dilation; however, upon inflation at 10 atmospheres, the balloon broke. A 2.00mm x 12mm nc emerge® balloon catheter was also advanced for dilation; moreover, upon inflating the balloon at 10 atmospheres, the balloon broke as well. The devices were completely removed from the patient's body. The physician then decided to use rota burr to debunk the calcified lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole 4.5mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00185. It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the very tight and calcified right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced to for dilation; however, upon inflation at 10 atmospheres, the balloon broke. A 2.00mm x 12mm nc emerge® balloon catheter was also advanced for dilation; moreover, upon inflating the balloon at 10 atmospheres, the balloon broke as well. The devices were completely removed from the patient's body. The physician then decided to use rota burr to debunk the calcified lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.